Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, lay user/ patient¿s daughter contacted lifescan (lfs) and alleged their one touch ultramini gave an inaccurate low result compared to her mother¿s feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not know when the issue began. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿weakness¿ at an unspecified time after the product issue. The reporter alleged the patient was treated at the emergency room (ER) with insulin on (B)(6) 2014 at 8am, after a blood glucose test with a result of ¿600mg/dl¿ was taken. The reporter told the cca that the patient was being released from hospital the following day. At the time of trouble shooting, the cca was able to confirm the test strip the patient was using had been expired for 2 years; cca educated the reporter on use of expired product. The subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began.